Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a burnt plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is most likely that the probable cause was due to some kind of stress such as damage or deterioration of parts, operational problem, and storage problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5,h2, h3, h4, h6, h11. The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: c-cover (plastic distal end cover) melt. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable of the root cause was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.